Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross steerable sheath was selected for ablation use. During the procedure, when the orion was removed from the sureflex, the flush port detached (proximal part of the flush port). It was the proximal part of the flush port. The procedure was completed successfully by using different device, same model. No patient complication was reported. The removal from package did not lead to the damage. The device is expected to return for analysis.